Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4): preliminary and functional testing revealed the device was pacing at eri (elective replacement indicator) parameters. Further analysis found that the excess hybrid current was due to excessive dc leakage in battery filter capacitor.

Event description:
(B) (4)

Event description:
It was reported the device was explanted and replaced after eleven months of use due to premature eri. No patient complications were reported as a result of this event. It was also reported the battery impedance was 1031 ohms in (B) (6) 2009 with a battery voltage of 2.63v when it had been 488 ohms with a battery voltage of 2.71v in (B) (6) 2009.

Event description:
It was reported the device was explanted and replaced after eleven months of use due to premature eri (elective replacement indicator). No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) preliminary and functional testing revealed the device was pacing at eri (elective replacement indicator) parameters. Further analysis found that the excess hybrid current was due to excessive dc leakage in battery filter capacitor.

Event description:
It was reported the device was explanted and replaced after eleven months of use due to premature eri. No patient complications were reported as a result of this event. It was also reported the battery impedance was 1031 ohms in (B)(6) 2009 with a battery voltage of 2.63v when it had been 488 ohms with a battery voltage of 2.71v in (B)(6) 2009. Additional information recevied reported the patient is pacemaker dependent.